Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with continuous ambulatory peritoneal dialysis therapy. Peritonitis was manifested by cloudy effluent. It was not reported if the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. Treatment for the event and the action taken with therapy were not reported. The action taken with dianeal and extraneal therapies was unknown. On an unreported date, the patient recovered from the event. No additional information is available.